Event description:
It was reported that this lead was attempted to be placed on the left bundle branch, after the lead was placed in the area it was notice a loss of capture in measurements. Therefore, the physician decided to reposition the lead. However, the helix would not extend/retract even after 50 turns, which is 20 more than the maximum allowed. The lead was then removed, and tissue was noted on the helix. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was attempted to be placed on the left bundle branch, after the lead was placed in the area it was notice a loss of capture in measurements. Therefore, the physician decided to reposition the lead. However, the helix would not extend/retract even after 50 turns, which is 20 more than the maximum allowed. The lead was then removed, and tissue was noted on the helix. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected information: h6. Impact codes and device codes.

Event description:
It was reported that this lead was attempted to be placed on the left bundle branch, after the lead was placed in the area it was notice a loss of capture in measurements. Therefore, the physician decided to reposition the lead. However, the helix would not extend/retract even after 50 turns, which is 20 more than the maximum allowed. The lead was then removed, and tissue was noted on the helix. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was unable to be implanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.